Manufacturer narrative:
Images were received and sent for cine review. The review concluded that the clip opening angle was an estimate based on the images and the exact angle could not be definitively determined. The image review also did not indicate any cause for the reported event. All available information was investigated, a cause for the reported clip opening while locked cannot be determined in this incident. It is possible that the user technique influenced the reported issue or there were extreme curves applied to the system which contributed to the user experience; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated, a cause for the reported clip opening while locked cannot be determined in this incident. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip open, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4+. The steerable guide catheter (sgc) was advanced to the mitral valve without issue. Then the first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, the clip opened passed 60 degrees and mr increased. Although the clip is stable on both leaflets, a second clip was deployed to stabilize the opened clip a bit more. The physician stated that at some point during the procedure, one of the saline bags emptied and air bubbles entered the atrium resulting in a clinically significant delay. The saline bag was changed and aspirations were performed to remove the air. It was noted there was no reported issue connecting the sgc to the saline bag. The patient is stable. Two clips were implanted, reducing mr to 2-3. Then as of (B)(6) 2021, the patient is not doing so well. The physician stated it is uncertain if the air embolism is the reason for the patient's condition. No additional information was provided.